Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and suboptimal transseptal puncture. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xt was then inserted, and grasping was performed. However, mr was unable to be reduced. A decision was made to remove the second clip. However, while removing the second clip, it became caught on the tip of the guide. To remove the steerable guide catheter (sgc) and clip delivery system (cds), a surgical groin cut down was performed. The sgc and cds were successfully removed together. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the reported difficult to remove from the cds from the sgc cannot be determined. Surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 4641 unexpected medical intervention.